Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating the jolting was not resolved, the solution that has been found with this patient is to have her device off when we go to interrogate with the clinician programmer and have an extremely low ma when running impedance checks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reports patient has been having jolting, shocking and pain sensation when she interrogated patient's ins with the cp / communicator since implant. Caller reports that's why patient is reluctant to come into the office to have the ins check. Caller reports initially when she interrogated patient's device today, the communicator was not on her implant, but next to the patient, patient was not moving around. Caller reports patient came into the office with stimulation on, checked impedance and contact 0/1 shows avoid. Caller reports patient is not programmed with those electrodes. Caller reports during impedance check, patient felt the same intensity shocking, jolting and strong pain. Caller reports she had to turned stimulation off. Caller reports she feels these sensations when the ins is being turned on or off. Caller reports patient feels the sensation all over her body, especially at her heart. Patient feels like her heart rate is racing, tachycardic and patient felt clammy. Redirect caller to patient's healthcare provider (hcp). Caller reports patient indicated it also happens when she used the rtm at home. Caller reports patient is getting good pain relief when the stimulation is on. Palpitations performed with stimulation on/off, caller reports patient felt some sensation, not as much as when stimulation is being turned on or off. Caller reports she had the cp communicator directly on the patient without interrogation and no sensation, but when she turned stimulation on, patient felt a slight tingling sensation. Caller reports the ins pocket site is big, she can move the ins around easily. Caller reports patient do not want any further troubleshooting performed. Caller reports patient has been having these sensations today about 3-4 times. Suggest decreasing stimulation to 0.0ma. Suggest xray, redirected caller to patient's hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the jolting was during the initial interrogation of the ins as well as from running an impedance check and when turning stimulation on/off during the programming session via the tablet. This jolting might of also been caused from the time period of data transfer from the ins to the tablet, so we suggested to the patient (pt) to turn amplitude to zero on their patient programmer prior to interrogation. The pt got imaging done to ensure that the leads have not migrated. The rep turned down the amplitudes of the pt's current program and the pt would be turning off implantable neurostimulator (ins) for a 7 day period prior to their next programming session 12/1 to help rule out overstimulation as this pt has had consistent therapy at a fairly high amplitude for 20 + years. The cause of the contact 0/1 showing avoid was not determined, however these contacts were not being used in any of the pt's programs. The pt got updated imaging done to assess the location of the leads. The cause of the ins pocket size being big and pt being able to move the ins around easily was that their prior stimulator was a larger size than her new one, but the mobility of the ins in the pocket does not allow the ins to rotate/flip, just side to side. Pt got imaging done to ensure ins and leads are in place as they should be. The cause of the palpitations/tachycardia/clamminess/tingling was the jolting sensation from interrogation. The rep interrogated the pt's stimulator during the session. The actions were as previously mentioned of imaging and rule out overstimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports an impedance check was ran and contacts were avoided when prompted on the diagnostics /troubleshooting performed related to contact 0/1 showing avoid. Rep attached a picture of the impedance values, showing contacts 0/1 with impedance values of 90.